Manufacturer narrative:
Covidien reference: (B)(4). The covidien customer service engineer (cse) evaluated the device, and was unable to duplicate the customer reported malfunction. The unit passed all tests and it was found to be operating within the manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator was auto-cycling. The patient was transferred to another ventilator without harm.